Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality and the affected units were replaced. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2005. It was reported that the patient was no longer receiving effective stimulation from her ipg. The physician chose to explant the device and replace with a competitor. The explanted device was not returned to the manufacturer for evaluation. The explant date was not provided. No further information is available.